Event description:
On (B)(6) 2012, the reporter contacted animas and reported that the up arrow, down arrow and ok keypad button were intermittently unresponsive for several weeks. It was reported that the buttons were slow to respond or seemed frozen and occasionally cancelled boluses. The reporter stated that when the boluses were cancelled, they checked the history and no additional insulin was delivered. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. It was reported that the pump was exposed to moisture. The patient reportedly wore the pump clipped to clothing or in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, contrast and ok keypad buttons were unresponsive; the down arrow keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts. The ok key contact was inverted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. Evaluation revealed a leaking battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation revealed moisture in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.